Event description:
According to patient's family, the patient was very well, exercising daily and living an independent life, and decided that he wanted to travel to his home. He went with his son, and was well throughout the trip until two days before his planned return date when he briefly complained of ¿feeling unwell¿ - shortly after that he collapsed and was not resuscitatable.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
According to patient's family, the patient was very well, exercising daily and living an independent life, and decided that he wanted to travel to his home. He went with his son, and was well throughout the trip until two days before his planned return date when he briefly complained of ¿feeling unwell¿ - shortly after that he collapsed and was not resuscitate.